Event description:
It was reported that after the lesion had been treated with a gamma radiation device and visualized with "ivus", the guide wire was removed from the pt and it was noted that the tip had separated. A transcatheter was used with a snare device to retrieve the separated tip.